Event description:
The customer reported a bloody fluid leak of approximately 1ml from the probe of a coulter act diff analyzer just after instrument startup. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A customer technical support (cts) representative guided the customer through troubleshooting via telephone and had the customer remove the probe-wipe block and clean it. The customer called cts back and stated that by the cleaning the probe-wipe block, the issue was resolved. (B)(4).